Event description:
Covidien formerly tyco healthcare received a report from tyco healthcare service center that while monitoring a patient, the unit froze and did not provide an audible tone. There was no patient harm reported.

Manufacturer narrative:
Another country's service center has not returned the unit for evaluation at this point. If additional information is made available, a supplemental report will be submitted.